Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment in the cephalic via the upper arm, the endovascular stent graft allegedly partially deployed approximately 40mm. The catheter delivery system was reportedly removed without incident from the patient. Reportedly, the device was exchanged for another and the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
The lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Based on the condition of the returned sample, the reported issue was confirmed. The stent graft was found to be partially deployed and the outer sheath was found to be elongated indicating that increased friction must have affected on the delivery system during the attempt to deploy the stent graft. As a result of the investigation performed the complaint was confirmed. A definite root cause for the reported event could not be determined. In reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risk. The IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device." Regarding the preparation, the IFU states: "prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment." And "prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure."

Event description:
It was reported that during treatment in the cephalic via the upper arm, the endovascular stent graft allegedly partially deployed approximately 40mm. The catheter delivery system was reportedly removed without incident from the patient. Reportedly, the device was exchanged for another and the procedure was completed. There was no reported patient injury.